Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for air in tubing without alarm. Per the complaint information, the patient saw air in the patient line. This complaint was not confirmed in the lab due to a lack of sample. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will not be performed because, the lot number is unknown.

Event description:
A home patient (hp) contacted global technical services (gts) regarding air in the patient line on the homechoice (hc) unit during fill 1. The technical service representative (tsr) assisted the hp in ending therapy on machine. The hp confirmed to restart therapy with new supplies. There was patient involvement. No injury or medical intervention was reported.